Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred twice. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump failed self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit alarmed failed self-test during self-test due to faulty electrical component on the radio frequency board. Unable to complete functional test due to failed self-test alarm. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.